Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was not delivering expected tidal volume and was not able to mechanically ventilate. There is no report of patient injury.

Manufacturer narrative:
According to additional information from the ge field engineer, the flow sensors were replaced and that corrected the reported complaint.